Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was going through itb withdrawal symptoms. An exploratory surgery was carried out on (B)(6) 2011 to determine reason. The pump pocket was filled with fluid. Twenty-three cm of the catheter ((B)(4)) was trimmed and 2ml of the drug/csf was aspirated. There was a fluid leak at the connection site, so a new connector was placed. The pt was re-started on 680 mcg/day and was given a 75 mcg bolus to re-initiate therapy. The pt was on 2000 mcg/ml concentration of lioresal. The pt tolerated the surgery well, and recovered without any reported sequelae.